Manufacturer narrative:
Additional information was received that the device could not generate pressure/flow in order to perform ventilation. This occurred during pre-use testing therefore preventing the use of the unit. This is not a reportable malfunction as initially reported.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The unit was returned to the ge healthcare service depot. Ge healthcare has recommended to the hospital to replace the pneumatic assembly.

Event description:
The hospital alleges the unit stopped delivering oxygen. There was no report of patient involvement.